Event description:
New information states that additional episodes of post paced t wave oversensing were noted. The patient was stable. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the device exhibited post paced t wave oversensing. Programming changes were made. The patient was in a stable condition.

Event description:
New information states that defibrillation threshold testing was performed on 11 sep 2019. No other intervention was performed.